Event description:
Information received indicates the trendelenburg function is not working.

Manufacturer narrative:
The technician found the switch bracket assembly was not working and the spring for the trend function was missing. The technician replaced the switch bracket and spring to repair the bed.